Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu battery and system power supplies were evaluated. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.